Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor and seveal conductors had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the innter tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that during implant the right ventricular (rv) lead helix mechanism would not extend after the lead was repositioned. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.